Event description:
It was reported that a cartridge alarm occurred during the loading sequence. There was no reported adverse impact to customer's blood glucose. During troubleshooting with technical support, the customer was unable to successfully load a new cartridge, as the cartridge alarm recurred. Customer reverted to using multiple daily injections (mdi) as a backup insulin therapy.